Manufacturer narrative:
The following field had been updated with additional information: h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-mar-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to access the medication from the station. A technical support specialist guided the user to retrieve the medication correctly from the global medication to resolve the issue. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, medication is loaded inside the station but there is nothing show up when they trying to pull medication. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction . There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, medication is loaded inside the station but there is nothing show up when they trying to pull medication. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.